Event description:
A distributor reported that during a thermage treatment the tip sparked and caused patient injury. The available photo was reviewed and two blisters are visible as well as erythema and inflammation on upper neck area under the jaw. Additional information has been requested but not yet received.

Manufacturer narrative:
The device has not been received and the serial number is unknown. Additional information has been requested. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Evaluation of the data found the handpiece and system performed as expected. Evaluation of the treatment tip confirmed damage along the radio frequency trace of the tip. Investigation found reports of spark from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by damage on the treatment tip.

Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed that the tip passed flow and thermistor testing. The tip failed leak testing and visual inspection due to burnt trace observed on the surface membrane and the observance of dielectric breakdown on the tip. No functional testing can be performed due to dielectric breakdown being observed. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The device has not been received and the serial number is unknown. Additional information has been requested. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that during a thermage treatment the tip sparked and caused patient injury. The available photo was reviewed and two blisters are visible as well as erythema and inflammation on upper neck area under the jaw. Additional information has been requested but not yet received.